Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator had a short circuit and caused spark in ventilator. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Evaluation summary the field service engineer (fse) verified the reported issue and found the spark generated from uninterruptible power source (ups). The ups is an external supply which is not part of the ventilator. The ventilator passed all functions and parameters and returned to the customer. There was no malfunction or product deficiency identified with the ventilator. If information is provided in the future, a supplemental report will be issued.